Event description:
It was reported that the zimmer blood reinfusion system device was leaking blood from the connection after filter and collection reservoir is removed. Leaks are reported at the 'y' connector. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.